Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was repositioned due it being in an uncomfortable position. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.